Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a temperature alarms occurred intermittently while the battery was charging. Additionally, the pump was hot to the touch while plugged in and charging. Customer was unable to clear the alarm and continued to use the pump for insulin therapy. Customer¿s blood glucose was 150-200 mg/dl.